Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent temperature alarms occurred. The pump was not within abnormal temperature conditions. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Reportedly, the pump would continue to be used for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.